Manufacturer narrative:
(B)(4)

Event description:
It was reported that an unspecified issue occurred. Data was provided for investigation. Confirmation of the complaint was confirmed. However, signal loss over an hour was found in connection to the allegation. The probable cause could not be determined. No injury or medical intervention was reported.